Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01699, 01700, 01701, 01702, 01703, 01704.

Manufacturer narrative:
Conclusion: no device failure.the complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made of product.evidence that product in specification when used.(B)(4).

Event description:
Allegedly patient previously had a competitor's component and was revised to this component on (B)(6) 2009. According to surgeon, patient's talus is now virtually gone and had to be revised to a nail.